Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, the sheath was inserted into the left atrium, and the tactiflex catheter was inserted into the sheath. When performing aspiration for flushing after removing the catheter, air was aspirated. Aspirating air many times did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.